Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrence, mesh on old nodule with scarring, abdominal pain, pain, nausea, vomiting, and bulge. Post-operative patient treatment included revision surgery, part of sac excised, and hernia repair with mesh.